Event description:
This is about an alcon infiniti. The device gives an error code 135. The unit will not function with this error. This caused a delay of the case but failed before the pt was in the room. In talking with the MFR, they said that they were aware of the problem and sold me the spacer that fixes it. They said this needs to be changed as part of the pm program. I have their pm procedure and it does not recommend this replacement. I asked the company if I could get a copy of the new procedure and was told that they no longer provide that. The new spacer is very different from the original and is directional. I feel that this should have been a device alert and correction to their documentation.